Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was receiving baclofen [2000 mcg/ml] at a dose of 426 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on 2016-dec-23 that during a scheduled pump replacement a catheter was cut. A new pump segment catheter with a sutureless pump connector was connected to the existing catheter but when they were not able to aspirate after multiple attempts the physician connected a new sutureless pump connector but they were still unable to aspirate. The physician went back to the spine and cut the catheter to see if there was flow and there was not so he tied off the distal end of the existing catheter and implanted a new catheter. No symptoms were reported. It was noted that after the surgery the patient was receiving 133 mcg/day of baclofen [2000 mcg/ml].

Event description:
Additional information received from the representative reported they were in the operating room with the medical doctor as the event occurred. The cause of the inability to aspirate as well as no cerebrospinal fluid flow was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.